Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to failed battery test alarm. Unit had broken battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery. Customer's blood glucose level was 119 mg/dl. Troubleshooting was performed. Customer advised the pump will need to be replaced. The insulin pump will be returned for analysis.